Manufacturer narrative:
The investigational analysis has been completed on 02-mar-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift issue occurred. Preparations were under way prior to the procedure. After about two hours since the start of the procedure, before cavo-tricuspid isthmus (cti) ablation, univu was used after pulmonary vein isolation (pvi). A single fluoroscopic image was taken from the rao and skipped to carto 3, but the positional relationship between the image and the catheter on carto 3 deviated greatly. No error occurred, and there was no patient movement. The issue did not improve and treatment was continued without using univu. The physician did not perform cardioversion prior to the map shift and the patient did not move before detecting the shift. The procedure was successfully completed without patient consequence. The study data was requested by the device manufacturer to further investigate the issue. The bwi representative reported that the data is not available; therefore, the investigation of the map shift issue could not be completed. The history of customer complaints reported during the last year associated with carto 3 system #50058 was reviewed. No similar complaints were found. A manufacturing record evaluation (mre) was performed for the finished device 50058 number, and no internal action related to the complaint was found during the review. Based on the mre, the h 4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift issue occurred. Preparations were under way prior to the procedure. After about two hours since the start of the procedure, before cavo-tricuspid isthmus (cti) ablation, univu was used after pulmonary vein isolation (pvi). A single fluoroscopic image was taken from the rao and skipped to carto 3, but the positional relationship between the image and the catheter on carto 3 deviated greatly. No error occurred, and there was no patient movement. The issue did not improve and treatment was continued without using univu. The physician did not perform cardioversion prior to the map shift and the patient did not move before detecting the shift. The procedure was successfully completed without patient consequence. This was assessed as a MDR reportable map shift (no error message/no patient movement/cardioversion) product malfunction.

Manufacturer narrative:
Initial reporter phone: (B)(6). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).